Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record and the complaint database could not be conducted as no lot number was provided. Visual examination revealed two kinks in the catheter tip at 5mm and 1.1cm distal from the fuze zone. An irregular area in the catheter tip 1.9cm from the fuze zone was also observed. Microscopic inspection of the irregular area revealed a hole in the catheter. Merit is unable to determine the exact root cause of the damage.

Event description:
The user reported that the catheter kinked and split during a fistulagram procedure while advancing a wire through the catheter. This occurred after the initial angiogram. The catheter was removed without incident. No harm or injury reported.